Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. Note: the customer reported that she did not code the meter properly. The code number on the meter display always must match the code number on the side of the test strip vial in use.

Event description:
The customer reported receiving a "high" reading message on her freestyle flash blood glucose meter and because of that high reading she gave herself five units of humalog in addition to her regular insulin dose. She reported she lost consciousness and experienced "stickiness around the mouth". The customer reported her husband tried to give her glucose in the middle of the night. In addition, the customer reported that her husband had to give her glucose the night before because of an insulin reaction. The paramedics were called and administered an unknown quantity of intravenous glucose solution to counteract the event of hypoglycemia. The customer was reportedly taken to st. Alexis hospital in hoffman estates. There was no report of death or permanent impairment associated with this event.